Event description:
See a facebook video of a hamilton g5 that is severly burned, see also a ventilair maybe even an h900, not sure. Severely burned. Video states alleged death: https://www.facebook.com/thenurseerica/videos/4488099788184556/ link to video.